Event description:
The following information was reported to gore: on (B)(6) 2026, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis, gore® excluder® aaa endoprosthesis and gore® dryseal flex introducer sheath. The patient had severe calcification on bilateral access vessels. On the left side, dsf1633 was able to be advanced without resistance; however, after all the planned devices were implanted, an angiography showed dissection on the left external iliac artery. A bare-metal stent was additionally placed to cover the dissection. The patient tolerated the procedure. The reporting physician commented as follows: the access vessels were narrow and severely calcified. A bare-metal stent was planned to be placed even if the dissection had not occurred. Reportedly, the external iliac artery dimeter was 3.98 to 6.60 mm for the left side.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d1101: the instructions for use of gore® dryseal flex introducer sheath provide warning and instruction to ensure the vessel diameter is adequate to accommodate the device. Therefore, the cause of the reported left external iliac artery dissection may be attributed to the reasonably foreseeable misuse of using a device that was too large (nominal diameter 6.1 mm) for the patient's anatomy (vessel diameter 3.98 mm to 6.60 mm). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.